Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. It was determined that the patient experienced a supra ventricular tachycardia (svt) episode in which the implantable cardioverter defibrillator (ICD) initially withheld with wavelet discrimination. The ICD detected a ventricular tachycardia (vt) episode and the patient received high voltage therapies before the rhythm decreased. The ICD remains in use. No further patient complications have been reported as a result of this event.